Manufacturer narrative:
(B)(4) physio-control evaluated the customer¿s device and verified the reported issue. It was observed that cable-mounted plug connector, designator p21 of the user interface flex cable assembly, was not properly seated to pcb-mounted jack connector, designator j21 of the patient parameter pcb assembly. The connector was reseated; however, the device still would not power on. Physio then replaced the power supply and therapy pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  Physio-control further evaluated the removed therapy pcb assembly. It was determined that a transistor, designator q6, was electrically shorted. The shorted transistor intermittently caused the device to power on by itself when a battery was connected to the device, and to reset itself upon boot-up, as well as prohibit the device from being powered off with the power button. It was also observed that q6 would not allow the device to charge for defibrillation.  Physio-control also further evaluated the removed power supply assembly. It was determined that an inductor, designator l1, was electrically open. The open inductor prohibited the device from powering on with a battery; however the device was able to power on with an ac power source. The replacement of the power supply assembly resolved the reported power off issue; however further component level cause could not be determined.

Event description:
The customer contacted physio-control to report that after replacing the internal battery with a new, non-OEM (unipower brand) battery, their device had what appeared to be smoke coming out of the back of it. There was no patient use associated with the reported event.&#842; upon evaluation of the device, physio-control observed that the device would not power on with ac or dc power. As a result, defibrillation would not be available if needed.